Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading cartridges onto the pump. Reportedly, the cartridges were filled with 480 units of insulin. During one occurrence, after the delivery of 115 units of insulin, the insulin gauge displayed 245 units. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.